Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture caused by lead dislodgement due to twiddlers syndrome was noted on the left ventricular (lv). The lv lead was explanted and replaced. The patient was in stable condition. Manufacturer report number: 2938836-2018-10934.